Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) was admitted to the hospital due to inappropriate therapy. Upon interrogation of the crt-d, the device was found to be in safety mode. Reportedly, the patient was symptomatic to the unipolar pacing and experienced pain. The device was then noted to have delivered eight shocks to the patient in multiple episodes. Subsequently, the crt-d was explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) was admitted to the hospital due to inappropriate therapy. Upon interrogation of the crt-d, the device was found to be in safety mode. Reportedly, the patient was symptomatic to the unipolar pacing and experienced pain. The device was then noted to have delivered eight shocks to the patient in multiple episodes. Subsequently, the crt-d was explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis. Additional information provided indicates the device has not yet been received as the package is being returned to the sender.